Event description:
It was reported the day prior to report the right lead, extension, and implantable neurostimulator (ins) were explanted because of erosion in the scalp and to prevent infection. The lead ¿must have eroded¿ because the patient had picked at the stimloc cap and pulled at the lead. The entire system had come out. They swabbed the site at the time of report but there were no known infections and there were no signs of infection. Additional information received 5 days later reported the patient was not symptomatic and they had not been seen for a follow-up. The right lead eroded through the scalp near the stimloc cap. It looked like the patient may have scratched and picked/pulled on the lead. The lead impedance was normal and it was not device related. The system was explanted on the left side. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# j0101965v, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: lead; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension; product ID 3387-40, lot# j0101965v, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension; product ID 37601, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
Product ID 37601 serial(B)(4) implanted: (B)(6)2014 explanted: (B)(6)2017 product type implantable neurostimulator product ID 748951 serial(B)(6) implanted: (B)(6)2003 product type extension product ID 3387-40 lot# n24923b implanted: (B)(6)2003 product type lead information references the main component of the system, other applicable components are: product ID 3708695 serial(B)(4) implanted:(B)(6) 2013- explanted: (B)(6)2014 product type extension product ID 3387-40 lot# j0101965v implanted: (B)(6)2003 explanted: (B)(6)2014 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported there was drainage and incisional wound opening at the lead site. A little hole in their skull opened and was leaking. The area was infected and the patient took antibiotics. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.